Event description:
It was reported that a revision surgery was performed. The patient's femoral head was originally implanted in a bilateral hip implantation case on (B)(6) 2008, and the acetabular component was implanted on (B)(6) 2008.